Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to send a manual transmission due to no radio frequency (rf) telemetry. The ICD was interrogated and the rf telemetry was reset. The patient had no adverse consequences due to the event.